Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that there were several episodes of right ventricular lead noise. The noise was replicated with isometric testing. Programming changes were made. There were no consequences to the patient. The patient will continue to be monitored.